Event description:
In 2001, the end-user called and stated that the infusion act might be clogged and the pump did not give an occlusion alarm. The end-user was hospitalized with ketoacidose. On 11/2001 maersk medical rec'd the complaint and the used tubing.